Event description:
It was reported that during routine evaluation, an alert for possible output circuit damage due to compromised high voltage lead was observed. The alert coincided with a tachy episode and attempted high voltage therapy. The patients rhythm converted on its own. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. An over-current detection (ocd) alert was observed when the device was interrogated. The device was tested on the bench and no anomalies were found. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. It is suspected that the ocd alert was caused by a lead to can short.